Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ligasure device activated when the user attempted to activate the electrocautery device on the davinci during a laparoscopic procedure to remove a prostatic gland tumor. Furthermore, the ligasure activated without the user pressing the activation button and regrasp alarms sounded. The generator was replaced but the issue continued. A new ligasure device was opened and it worked fine. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf1544 was received for evaluation. Visual inspection found the body weld cracked. The customer states the device activated without pressing the activation button. The reported condition was not confirmed. Pmv investigation found the purple button to be loose and easily removable from the instrument. Visual inspection found a crack in the body weld near the button. The location of the crack at the back of the handle could contribute to the device activating without the button being pressed. The crack was a stress crack due to an unknown cause. Pmv cannot determine how this damage occurred. No trend has been identified for this failure mode.